Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safey mode. Subsequently, the device was explanted. A new device was successfully implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.